Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was approximately 300 mg/dl mg/dl. Customer reverted to an alternate method of insulin therapy.